Event description:
It was reported that the patient presented to an implant procedure. During the procedure, while manipulating the right ventricular lead, the insulation was twisted. The lead was not used, and a new lead was implanted. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event for twisted insulation was confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection found that the outer insulation of the lead was twisted, consistent with procedure damage. Electrical testing was normal. The cause of the reported event was due to procedural damage.